Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the swivel and control bar were loose, the motor was corroded, the width plate was damaged, and the control bar and planetary pins were not in the correct position. The dowel pin, planetary carrier, bearings, motor, sleeve, swivel, screws, wave washer, width plate, and spring were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device was sent in for pm and was found to be in need of repair. There was no patient involvement. During product evaluation it was found that the width plate was damaged. Due diligence is complete and there is no additional information available.